Event description:
It was reported that loss of connection occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(6) bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of loss of connection is reportable due loss of connection gaps present in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).